Event description:
Caller reports back to back results of 162mg/dl on inform system #2 compared to results of 375mg/dl on inform system #1. Caller reports patient received no treatment based on result of 375mg/dl; no treatment information was provided. Caller reports quality controls were run and in range. No adverse event reported. Caller reports there are no strips to return; a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in inform system #2. Please see medwatch with a1 patient for suspect device in inform system #1.